Manufacturer narrative:
Reasonable attempts by phone and email were made to obtain additional information from the user facility for the reported event including patient information, treatment settings, sun exposure and patient photographs, however none was received; therefore, focus medical is unable to evaluate the treatment parameters to determine their appropriateness for treatment. An examination of the subject device by a trained technical expert concluded by stating: "checked system power on all wavelengths and compared to power specification spreadsheet. All measured within specs except 532 at 600ps which measured at 30% below power specifications". Following replacement of the tablet, upgrading the software version to 1.1.2.0., and performing energy and port calibrations, the system operated to focus medical required manufacturer specifications. A review of the subject device DHR confirmed that the subject device was manufactured and tested according to relevant procedures, tested before release, and shipped according to manufacturer's specifications. Manufacture date: september 1, 2017. No clinical evaluation was conducted as no incident forms or photos were sent to focus medical by the user facility. While the information received to date does not confirm that a serious injury occurred, because of the lack of information regarding the hyperpigmentation leaving permanent impairment, the company is reporting the event in an 'abundance of caution'. Based on the information provided a root cause cannot be determined at this time. Should additional information become available, the complaint record will be updated accordingly and a follow up medwatch report will be submitted.

Event description:
A user facility reported that one (1) patient sustained increased hyperpigmentation to an unknown anatomical area following treatment with a piqo4 laser. No information regarding a report of serious injury or medical intervention to preclude permanent impairment was received.